Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor filament ¿bent over¿ when she tried to insert the sensor. It was further reported that on (B)(6) 2018 she attempted to insert a new sensor but the filament bent over during the insertion process. The next day, (B)(6) 2018, while customer was at a bible study session she experienced a loss of consciousness. Paramedics were called. Upon arrival, the paramedics received a blood glucose test result of ¿over 30 mg/dl¿ so she was treated with a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. The sensor plug was not correctly seated. The complaint is not confirmed to a user issue.

Event description:
Customer reported her adc freestyle libre sensor filament ¿bent over¿ when she tried to insert the sensor. It was further reported that on (B)(6) 2018 she attempted to insert a new sensor but the filament bent over during the insertion process. The next day, (B)(6) 2018, while customer was at a bible study session she experienced a loss of consciousness. Paramedics were called. Upon arrival, the paramedics received a blood glucose test result of ¿over 30 mg/dl¿ so she was treated with a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.